Event description:
Family member of home pt called baxter technical service to troubleshoot a se 2002 alarm on the homechoice pro machine used for apd therapy and informed the technician that they had been using the current homechoice set for 1 week, as they were instructed to by their dialysis center. The baxter technician informed the pt's family member that the homechoice set was intended for one time use. The pt completed therapy successfully and the pt's rn reports no pt injury or medical intervention as a result of the incident.